Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that the display on the insulin pump is blank. The insulin pump does not have physical damage and was not exposed to moisture. Customer stated that the issue persists with the new battery cap and the contacts are damaged or corroded. The battery compartment is not damaged or corroded. Blood glucose value is unknown. The insulin pump would not be replaced or returned for analysis. The battery cap would be replaced.